Event description:
Treatment of a small unruptured aneurysm measuring 7mm x 7mm located in the ophthalmic segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was on dual anti-platelet therapy. During the procedure, it was reported the pipeline (5.00 mm x 30 mm) could not be opened after the first 10 mm the device was deployed. An attempt was made to open the device using common techniques, but without success. It was decided to remove the pipeline and another pipeline was used to complete the procedure without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded at the site. (B)(4).